Event description:
Customer's wife reported not able to find the test strips for their softac glucose meter because the pharmacy was not able to order the strips. According to customer's wife, the customer could not test his blood sugar and his blood sugar went up to 600 mg/dl. The customer experienced feeling of "sick in stomach", dizziness and fatigue. Customer was taken to the hospital and treated with insulin 70/30 novalog, metformin, and IV solution.

Manufacturer narrative:
This is a final report as the reportable issue is related to product availability. The customer's product has been replaced.